Event description:
The customer reported the system displayed a 'high ma error'. This error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.